Event description:
Patient was revised to address infection.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address infection. Doi: (B)(6) 2013 head and liner doi: (B)(6) 2008 for stem and cup dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 8/19/15-pfs and medical records received. After review of the medical records for MDR reportability, litigation now alleges infection. After review of the medical records for MDR reportability, the patient was revised for infection and all implants were removed and spacers were placed. The cup is now being reported for the infection. The stem on this complaint has already been reported on (B)(4). The complaint was updated on:9/17/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.